Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. It was noted that the patient underwent a mammogram procedure during this timeframe. It was also reported that noise was observed in the unipolar configuration, low impedance measurements were observed and a second polarity switch occurred on the ra lead. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that multiple polarity switches have occurred due to low impedance measurements. Isometric troubleshooting and potential reprogramming have been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a suspected fracture was noted on the right atrial (ra) lead.